Event description:
Un-reporting medwatch since there are currently no reportable events against device on record.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Patient reported, experiencing a left side "saline implant deflation". No indication of treatment. Patient later reported, left side "leaking". Patient additionally reported, left side "is slowly becoming flat". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. DHR trend summary: the review of all potential trend evaluations for breast implants closed, during the past 12 months. Indicates, that no confirmed, complaint trends have been observed for the event a050401- fluid/blood leak. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.